Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient contacted animas alleging a blood glucose level of 520 mg/dl accompanied by symptoms of excess urination and nausea. The patient alleged they experienced small ketone bodies in their blood. The patient did not report any medical intervention; however, they reported an insulin injection was used to treat the high blood glucose level. Reportedly, the patient alleged the pump was not delivering accurately, and a piece of the cartridge compartment was missing. The patient was not able to provide further information during the initial complaint. Customer technical support made several attempts to contact the reporter for additional information, and troubleshooting, without success. This complaint is being reported because the inaccurate delivery, and a piece missing of the cartridge compartment, may have caused or contributed to the alleged hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump history showed the last delivered bolus was a 20.15 unit normal bolus. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No alarms or delivery interruptions occurred during the testing. The inaccurate delivery allegation was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.